Event description:
Additional information received reported that the shock impedance measurements increased to greater than 200 ohms. No further troubleshooting was performed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a gradual increase in shock impedance measurements of up to greater than 120 ohms. The shock impedance alert value was raised to 150 ohms and they would continue to monitor the patient. No additional actions or interventions were planned at that time. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
Additional information was received which indicated the device was explanted and replaced. No additional adverse patient effects were reported.